Manufacturer narrative:
The pump not been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/05/2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 09/14/2016. The device was returned to animas and investigated by product analysis on 08/20/2016 with the following findings: review of the black box data revealed records beginning (B)(6) 2016. The black box data for the event have been overwritten due to continued use of the pump after the reported event. The available data in the black box does not reveal any evidence of load step malfunction. On investigation, rewind, load and prime sequence was performed without issue. The pump was found to be detecting the correct force and a load step malfunction was not duplicated during the investigation. Investigation did not confirm nor duplicate the complaint; the pump was found to be operating as intended without malfunction.